Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that multiple occlusion alarms occurred and usb cable was not charging pump battery. Customer changed pump supplies to resolve the occlusion and the usb cable was replaced to resolve the charging issue. Customer's blood glucose was within range (value not provided).